Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings with low non zero force. During testing, the pump performed the ezprime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours successfully with no loss of prime occurring. The force sensor calibration was found to be within specification. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately in the connector. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.